Manufacturer narrative:
Patient weight was requested but was not provided. The serial number of the device was not provided and manufacture date are not known. The mobile power unit is not a single use device. The approximate age of device is not known. The mobile power unit remains in clinical use and the patient continues on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. A log file review by the technical service representative confirmed no external power/low power hazard events, potentially being caused by the power cord of the mobile power unit coming loose at the mobile power unit or the wall outlet. Additional information was requested but was not provided.

Manufacturer narrative:
Evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit (mpu); however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established as the mpu was not returned for analysis and remains in use. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2018. Multiple no external power alarms were captured on (B)(6) 2018 and (B)(6) 2018. These appeared to be caused by a loss of ac power while the controller was connected to the mpu. The rsoc dropped from the expected ~12v down towards ~0v over the course of 4 seconds. The system operated on the backup battery (ebb) until the power to the mpu was restored. No additional atypical alarms were captured for the remainder of the file. The pump speed did not drop below the low speed limit of 5400 rpm for the duration of the file, including the no external power events. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.